Event description:
It was reported that the lead eroded through the skin. It was unclear which lead had eroded. Prophylactic treatment was administered and the patients leads were explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.